Manufacturer narrative:
(B)(4) date sent: 4/12/2024 d4: batch # 714c40. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60g reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the difficult to open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. For the would not reverse knife automatic and would not reverse button force, slide the knife reverse switch forward to return the knife to home position.  At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number 714c40, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that the during a bariatric surgeon was using a stapler for a sleeve gastrectomy when on his 3rd reload fire the stapler blade and slide deck went to the end of the jaws and stopped, not returning to the start position so the stapler had fired a full reload and the staples were in place and effective within normal limits. However because the blade assembly did not return to the original home position the jaws were locked and they could not unclamp the stapler from the tissue. The surgeon first tried the knife reverse blade and the stapler did not make any sound and would still not open. They did not try taking the batter out and replacing after rotating 180deg. Next they used the manual bailout and successfully got the blade back into the home position and the stapler jaws opened and came off the mesentery tissue it was fired on. Upon inspection of the staple line the surgeon said it looked completely normal and was not leaking with good staple formation showing. No harm was cause to the patient during this incident and the malfunctioning stapler was replaced with another and the procedure was completed without further issues.